Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support; however, customer was unable to complete troubleshooting at time of call. Upon follow up, customer reported they had successfully resolved the issue. Customer's blood glucose was 218 mg/dl at time of event.